Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "hardening and pain getting worth quickly." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, nick and red particles material was found on the shell. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identify: opening curved striated and nicks striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Health professional reported left side "hardening and pain getting worth quickly." Device has been explanted.